Event description:
It was reported that during an internal service activity, an intuitive trainer called to report that console 2 was giving error 297. Prior to calling the technical support engineer (tse), they had reseated and cleaned the blue fiber cable (bfc) on the affected console and performed a complete system restart without success. The tse asked the caller to swap the bfc on the console, but the issue did not resolve. The tse guided the caller to disconnect the affected console 2 and restart the system. The system came up as expected, indicating the issue remained on console 2. According to the system logs, errors 297 and 40096 indicated a programming issue. There was no report of patient involvement.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.